Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case the 26mm sapien valve was deployed in a too aortic position. Per report, the valve was prepped per the instructions for use and positioned 50:50 within the annulus. Pacing capture was lost during deployment which caused the valve to move aortic into a final valve position of 95:5 aortic. There was no central aortic insufficiency or paravalvular leak however, the valve was barely in the annulus and the team decided to implant a second 26mm valve. A second 26mm sapien valve positioned 50:50 in the native annulus; there was no central aortic insufficiency or paravalvular leak noted post valve deployment. The patient left the or in stable condition. Additionally it was reported that the patient had severe native valve calcification, moderate root calcification, no septal hypertrophy, and moderate mitral annular calcification (mac).

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal or severe leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, patient ( severe native valve calcification, moderate mac) and procedural factors (loss of pacing capture during deployment), caused or contributed to the reported events. There is no evidence this event was a result of malfunction of the sapien valve or the retroflex 3 delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.